Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? Yes were x-rays taken to locate the needle? No what measures were taken to retrieve the needle? The needle was removed by making an incision to remove the needle. Please provide the product code of the device. Unable to provide code as the packaging was thrown away. Lot number? Unable to provide lot number as the packaging was thrown away. Please provide the status of the device(s) as it has not been received for analysis. If you would like the item returned please provide a shopping kit and/or shipping label. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). You may send correspondence to me a user facility medwatch form was received: #mw0500840000-2025-8001, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a transarterial valve replacement procedure on an unknown date in (B)(6)2024 and suture was used. The provider was using a suture needle. The suture needle broke away from the suture thread. This led to the suture needle coming off of the thread and imbedded in the patient's skin. The needle was taken out by the provider. There were no patient consequences reported. Device is available for return. Additional information has been requested.